Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet device during yard work, resulting in a cracked screen; blood glucose was reportedly unaffected, and the user transitioned to multiple daily injections until a replacement arrived. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary discontinuation of the device and use of an alternative insulin therapy method. Investigation included customer communication and troubleshooting education. Investigation of this case revealed physical damage to the device consistent with accidental impact, with no functional alarms or performance issues reported prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.